Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/30/2015 with the following findings: evaluation revealed contamination was found under the buttons. All buttons were responding intermittently. The display screen is dim/faded (pink). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim display and contamination under buttons. This report is made based on results of investigation completed on 12/30/2015.